Event description:
The initial reporter received questionable albumin (alb2) results and other assays from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide one patient sample with discrepant results: the initial result was 25.7 g/l. The repeat result was 315.1 g/l with a data flag.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the rinse nozzle clogged causing an overflow of cells with a white trace around it and a low gear pump pressure. He then changed the nozzle and adjusted the gear pump pressure. The investigation determined the service actions resolved the issue.